Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pt experienced a warm/hot/burning sensation over the location of the pump following and MRI scan, that occurred on (B)(6) 2011. The scan sequence and duration was noted as 2 scans approx 40 minutes each in duration. The pt outcome was not reported. The drugs administered via the pump were as follows: hydromorphone (dilaudid), clonidine, and bupivacaine (marcaine). Additional information has been requested, but was not available as of the date of this report.